Event description:
It was reported that a cgm error 42 occurred, which appeared in the cgm history before the pump shut down due to battery depletion. There was no adverse impact to the customer's blood glucose level. After resetting the pump, the customer successfully started their sensor session and did not encounter the cgm error code again.